Event description:
It was reported that during an acdf procedure when implanting at levels c5-6 the screws were passing past the wire, that a portion of the device had cracked. The device was not cracked all the way through, the screw was still in position to have the wire prevent it from backing out, so it was determined that it would be best to leave the implant in rather than remove it. No patient complications are associated with this event.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.